Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected customer restarted to continue and complete the procedure. The philips field service engineer (fse) called the customer and confirmed that the system was unable to perform exposures. Onsite service was declined as the customer restarted the system and found the device was back to normal. After restart, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a no x-ray possible with the allura system. The device was inside of clinical use at the time of the reported event, no harm was reported to philips. Philips has started an investigation of this complaint.